Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set fell off, it leading high blood glucose level and treated with insulin pump.